Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved review of the event log, running the pump in user mode and pressure test downstream occlusion and showed the device alarmed "no disposable" on power up. This event was not documented in the event log. When a cassette was attached the device worked normally. The cassette detect portion of the downstream occlusion was stuck on. The device passed the downstream occlusion test. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating the issue was found during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep" sound with no cassette. It was also stated that the pump had screen damage. No adverse effects reported.